Manufacturer narrative:
Results codes: 180 for mechanical problem identified. UDI number (B)(4). In the initial report it was not included that the field service checked the aspirator hose, height and axis and adjusted it to center over the cornering ablation.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Best estimated date is between (B)(6) 2018 and (B)(6) 2019 (B)(6). (B)(4). Field service specialist (fss) visited the account and checked the laser. The optics were cleaned and optic was replaced. The system was within specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery and presented post op with central island in the right eye. It was reported that patient lost best corrected visual acuity. The surgeon plans to correct it with a secondary surgical procedure. The account reported that the day of the surgery is between (B)(6) 2018 and (B)(6) 2019.